Event description:
Medtronic received information that during use of an autolog wash kit, it was reported that while using the self-collection instrument, the blood in the centrifugal bowl seemed to be thin. Afterwards, the blood leaked completely from the bowl and could not be used. The autolog instrument was also full of blood, therefore, it was replaced with a different instrument urgently. The patient was treated quickly and no health damage occurred. The autolog wash kit was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the customer was not able to confirm if there was any damage noted in the instrument or the wash kit. The customer could not tell if there were any visual abnormalities, there were no abnormal sounds. The leak occurred at the timing of the first enrichment. The wash kit was not been reseated. When the customer removed the wash kit, the blood was leaking quite a bit, so another company's product was used. The customer was not sure what the fill (fluid) level of the reservoir, holding, saline, and waste bag were at the time of the issue. An error warning message did not appear. Patient blood loss was approximately 200cc at most. An unplanned blood transfusion was not required as a result of thisleak. The customer stated that the instrument will be replaced in the future. The patient was using the autolog while on anti-coagulants.

Manufacturer narrative:
Section e initial reporter: the initial reporter's first and last name and phone number are not available due to regional privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection of the bowl and two 2¿-inch tubing stub shows no abnormalities which may have contributed to the reported incident. The bowl was connected to a wash kit tubing set and was run a couple times using di water with no leaks observed. Reason for the return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.